Manufacturer narrative:
(B)(4). Batch # r5714k. Device evaluation: the analysis results showed that one gst45b reload was received with the one piece sled detached and unfired making it nonfunctional. Further analysis showed with the pan dislodged from the proximal end and two drivers missing. The damage on the cartridge it is possible that the damage was due to an improper handling of the cartridge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, operating room nurse was preparing gst reloads for surgery and when she opened the package the reload was damaged. What is exact damage can not describe yet, because I didn't see it. There were no patient consequences reported.